Manufacturer narrative:
Device received with constant pump error 38 alarm noted during rewind due to corroded motor home switch. Unable to confirm pump error 43 alarm due to constant pump error 38 alarm during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer states they were able to rewind the pump. Customer was performed displacement test and it did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.